Event description:
It was reported via a trial that the acculink stent was inaccuretly implanted above the right common carotid artery target lesion requiring the implantation of an overlapping second acculink stent to cover the rest of the lesion. There were no adverse patient effects reported. The patient was discharged home the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). Embolic protection: rx accunet (1011649-75, lot # 0011451), heparin. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique, sheath damage, and/or damage to the handle components. Without return of the product, a definitive cause for the reported deployment issues cannot be determined; however, there is no indication of a product quality deficiency. Review of the finished device lot history record did not reveal any findings relevant to this event.